Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline encountered pushwire separation issues. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a left ica c6 segment with a saccular morphology. Aneurysm dimensions: max diameter 8 mm, dome height 8 mm, and neck diameter 5 mm. Parent artery diameter distal/proximal to aneurysm: 4.3 mm. Post implant noted significant stasis with complete neck coverage. Post implant aneurysm occlusion (raymond and roy): class 3. Initially, the stent did not come off the sleeve. Therefore the stent was recaptured and then needed to reopen it once again. The stent was able to open in the m1 segment. Wall apposition was achieved. No device flattening or twisting had occurred. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the device is still in use. Per site, initially the stent did not come off the ptfe sleeve. Therefore it was recaptured and needed to reopen again. The stent was able to completely open in the m1 segment.